Event description:
It was reported that a farawave catheter was selected for use. Approximately two weeks after the ablation procedure, the physician informed us that the patient had developed severe renal failure. The patient condition improved, and was discharged however, creatinine levels remained elevated as of several days ago. The physician indicated that this outcome was not unexpected given the number of applications delivered. The patient experienced severe hemolysis following the ablation, with a total of 133 applications performed. The patient required hospitalization beyond the standard of care. Patient is expected to fully recover.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received. D4: lot number - updated investigation summary: based on the available information, although no product has been returned due to disposal, we have determined that the hemolysis and renal insufficiency/failure is a known inherent risk with use of this product. Device history record review: the manufacturing batch record review confirmed that the device met all material, assembly, and performance specifications. Device technical analysis: it was indicated the device is unavailable for return, therefore, a technical analysis of the complaint device could not be completed. Risk review: a risk review performed for the farawave catheter confirmed that the event of additional intervention required is a known event defined in the product risk management documentation. Hospitalization or prolonged hospitalization is considered within the risk threshold of additional intervention required. Labeling review: review of the instructions for use confirmed that hemolysis and renal insufficiency/failure is addressed as a potential procedural complication when using farawave. Additionally, based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use. Investigation conclusion: based on the information provided, the reported event of hemolysis and renal insufficiency/failure is a known inherent risk of farawave. There were no indications that the device was used outside the bounds of labeled/indicated use or evidence of a product performance related issue.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received.

Event description:
It was reported that a farawave catheter was selected for use. Approximately two weeks after the ablation procedure, the physician informed us that the patient had developed severe renal failure. The patient condition improved, and was discharged however, creatinine levels remained elevated as of several days ago. The physician indicated that this outcome was not unexpected given the number of applications delivered. The patient experienced severe hemolysis following the ablation, with a total of 133 applications performed. The patient required hospitalization beyond the standard of care. Patient is expected to fully recover.